Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was in the chest wall and sitting uncomfortably on the muscle. The patient underwent a pocket revision. The patient was doing well postoperatively.